Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event of fiber breakage, dents on the frame, a reading failure, an out of field of view condition was caused by a component failure. However, the stains under the cover glass also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited fiber breakage, dents on the frame, a reading failure, an out of field of view condition, and stains under the cover glass. There was no patient involvement.